Event description:
Pump was reported to be setup at 120mg/hr with a 60mg bag of recombinant tissue plasminogen activator. The pump was reported to be running, but no fluid was delivered to the pt. No pt injury resulted.